Manufacturer narrative:
Investigation is ongoing.

Event description:
A report was received that a 26mm sapien 3 ultra resilia valve was not aligned between the delivery system markers prior to valve deployment, resulting in valve embolization during a transfemoral transcatheter aortic valve replacement procedure. As reported by an edwards lifesciences field clinical specialist, due to a tortuous aorta, there was difficulty aligning the 26mm sapien 3 ultra resilia valve on the commander delivery system in the descending aorta. There was difficulty during the adjustment with the fine tune wheel, but this was thought to be due to the patient's extreme tortuosity and anatomy. It was noticed that the balloon on the delivery system was not brought back all the way into the valve. There were several attempts to correct in a straighter portion in both the descending and ascending aorta. The valve was thought to be in a good enough position per the physician at the time of deployment. Upon deployment of the valve, there was under expansion of the valve at the proximal (aortic) end, and the valve embolized into the ascending aorta. The perceived cause was that the balloon inflation may have been too quick and that the patient's anatomy in the lvot and calcification in the annulus caused the balloon to dive into the left ventricle. Procedural imagery was provided, and it was noted that the first valve was not completely aligned between the markers when deployed. The valve was then brought around the arch and deployed successfully in a suitable position in the mid-descending aorta determined by the physician. No device damage was observed upon the withdrawal of the delivery system. A new sheath, commander delivery system, and 26mm sapien 3 ultra resilia valve were prepared, and a second valve was placed successfully. No vascular complication was seen. The patient tolerated the procedure well. The patient went home the following day and is currently at home and doing well according to the heart team.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Pre-procedural imagery was provided for review and the following was observed: horizontal aorta at 59-degree angle. Tortuous ascending and descending aorta noted. There is calcification in the native annulus. Procedural imagery was provided, and the following was observed: the crimped transcatheter heart valve (thv) was not between alignment markers (too proximal) prior to inflation. Incomplete inflation of thv outflow. The distal side opened faster than the proximal side, pushing the valve and causing it to embolize toward the aorta. The valve embolized into the aorta and was deployed in the descending aorta. The valve embolization resulting from the valve not being between the delivery system alignment markers when deployed was confirmed. In this case, review of provided imagery revealed a tortuous patient aorta. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces, creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The IFU and procedural training manual instruct the user to check to ensure that the thv is exactly between the valve alignment markers prior to deployment. It states, "slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap." In this case, a review of the provided images confirmed that the first valve was not completely aligned between the markers prior to deployment. Despite the misalignment, the team opted to proceed with implantation rather than retracting the valve. Since the valve was positioned more proximally, this led to uneven balloon deployment, with the distal side opening faster than the proximal side, pushing the valve and causing it to embolize toward the aorta. Additionally, it was reported that balloon inflation may have been too rapid. According to the training manual, "slow inflation during initial deployment may help with stability of the delivery system and thv during deployment". The fast inflation may have contributed to valve shifting, resulting in embolization. Based on the investigation, the event can be attributed to use error (not following instructions). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.